Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the interface board and black cable replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported by the customer stating that while setting up for a breast biopsy they received a green cable error code (no code noted) and they were not getting any rear vacuum. They changed probes and while taking samples they heard a grinding noise and were retrieving very small fragmented samples.